Event description:
The anterior cut to place the femoral implant was performed with a cut block of which the placement was guided by the device. A notch in the anterior cut for the femur was noticed during surgery after the cut was performed. Two screws were used to fix the anterior area. This resulted in an additional 30 minutes in surgery time.

Manufacturer narrative:
A review of the internal documentation confirms the utilized pt specific instruments met the specifications and the planning reviewed and approved by the surgeon. While a cause for this specific clinical event cannot be ascertained from the info provided, the initial reporter suggested the uncommon hardness of the bone might have been a contributing factor. The manufacturer is pursuing more info from the initial reporter to be able to confirm or exclude this option. Should additional info become available that changes the current assessment, an amended medical device report will be filed.